Event description:
Customer called to report that insulin pump has a unresponsive keypad. Blood glucose reading at the time was 86 mg/dl. Customer was wearing the insulin pump inside her shirt and had been sweating. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.